Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1.5 years after the dental implant was installed in intraoral region #11, it was verified its loss of osseointegration. Fourtyfive ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type iii.